Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 302830, batch#: 5031468. It was reported by the customer that they found that 50% of the #302030 were not sealed, or the seal width was under 1/8th. Rcc received a complaint via email. During our dv pre-inspection, we found that 50% of the #: 302030 were not sealed, or the seal width was under 1/8th. Based on our inspection criteria we rejected these from our test samples. These were found during the pre-inspection performed before testing, right out of the box. We believe that it is a manufacturing defect as the seal width is not to specification. It appears that during the slitting process, there is significant lateral float; therefore, with the designed minimum seal width and cavity, the slits become off-centered, resulting in narrower seals and often no seal at all.¿

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported that the seal width does not meet specifications. To support the investigation, sixteen packaging blister samples and four photographs were provided for evaluation by our quality team. A visual inspection was conducted, revealing that five samples exhibited an opening between the top and bottom webs of the packaging. One photograph depicted a packaging label, while the remaining photographs showed packaging blisters, with one blister displaying an opening on one side. No additional defects or imperfections were observed. This condition may occur if the seal gasket is not properly centered during the packaging sealing process. A device history record review was completed for material number 302830, lot 5031468. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. The samples will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the customer's reported symptom is confirmed.